Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.

Event description:
It was reported that during an unk procedure, with one of the devices, a part of the tissue was detached off. It was detached off out of the pt's body. It did not fall into the pt. The fallen piece was retrieved. The other device displayed an error 5 and was locked out. Another device was used to complete the procedure. There were no adverse consequences to the pt. Both devices were discarded.